Manufacturer narrative:
H3 other text : device was evaluated by third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, error related to device's defective system board and machine flow sensor were observed. The device's system board and machine flow sensor were replaced to address the issue.

Manufacturer narrative:
Previously it was reported that, a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, error related to device's defective system board and machine flow sensor were observed. The device's system board and machine flow sensor were replaced to address the issue. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor functioned as designed and operated without issue or error codes.